Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that on (B)(6) 2017, around 8:30 a.m., there was no alarm on the information center for bed 26, when an alarm was expected. There was no harm associated with the absence of alarm at the information center. A patient related event is investigated separately involving the bedside monitor in use at the time.